Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced "beating really rapidly and it makes my muscles in my arm jerk and then my neck and arm start jumping. It has happened at 1:57am for a few minutes". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.